Manufacturer narrative:
(B)(4). Batch # na. The handpiece was received attached to a harh36 device. The handpiece was forcibly removed from the device. The nose cone was cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that after an open pancreatectomy that the instrument could not be removed from the hand piece. There was no patient consequence reported.